Manufacturer narrative:
(B)(4). Batch # p58t7a. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired and with the knife exposed. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the "first two cartridge stuck, didn't move and finally broke", was it the cartridge that was broken? No, the firing knob was broken . If not, please provide further detail of what was broken. Did any piece or pieces fall into the patient? No . If yes, were they retrieved? If yes, are they being returned with the device for analysis? If not, were they disposed of? No.

Event description:
It was reported that during a hemicolectomy procedure (right side), the surgeon started to prepare a side-to-side ileo-transversostomia he used a linear stapler for cutting and the first two cartridge stuck, didn't move and finally broke. A third cartridge was used to finish the operation. No reported patient consequence.